Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of approximately 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin an was released from the ICU the following day with no permanent damage. Customer alleged an issue with the infusion set, but as the issue occurred in the past troubleshooting was unable to be performed, and the cause for the elevated bg was unknown. Recommendation was made to discuss diabetes management with a health care professional.